Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that aspiration could not be achieved using the faradrive steerable sheath clear. During a procedure to treat atrial fibrillation, the transeptal crossing was performed and pre-mapping with the octaray mapping catheter showed no aspiration issues. However, after removing the mapping catheter, aspiration from the sheath was unsuccessful. It was suspected that there was a blockage inside the sheath, and it was confirmed that were was no cross-threading between the stopcock and the syringe. Despite reattempting aspiration, it remained unsuccessful, leading to the decision to use a new sheath. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned analyzed. Visual inspection of the device noted no abnormalities. Pressure and vacuum testing were performed, and no abnormalities were observed with the sheath. Microscopic inspection of the hemostatic valve identified both valves torn by the center slit on the inner face. This anomaly would have caused loss of aspiration in the sheath and its interfacing device(s), resulting in the occurrence of this event.

Event description:
It was reported that aspiration could not be achieved using the faradrive steerable sheath clear. During a procedure to treat atrial fibrillation, the transeptal crossing was performed and pre-mapping with the octaray mapping catheter showed no aspiration issues. However, after removing the mapping catheter, aspiration from the sheath was unsuccessful. It was suspected that there was a blockage inside the sheath, and it was confirmed that were was no cross-threading between the stopcock and the syringe. Despite reattempting aspiration, it remained unsuccessful, leading to the decision to use a new sheath. The procedure was completed and there were no patient complications. The sheath was received for analysis.